Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the returned vertek arm is very worn with many nicks and scratches and all color faded from the arm. The starburst end of the vertek arm will not lock down when the handle is tightened. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the articulating arm does not hold. There was no patient present when this issue was identified.